Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer saw a 'gel-like substance' blocking the cartridge tubing. The 'gel-like substance' was removed to address the issue and insulin delivery was resumed. There was no impact to customer¿s blood glucose.